Manufacturer narrative:
(B)(4). Batch # t9358e. Investigation summary : the analysis results found that the mcm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 3 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformance's were identified.

Event description:
It was reported that during an open unknown procedure, the target tissue was not clipped firmly as if the deployed clips would have come off the tissue. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.